Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure with device malfunction suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was experiencing a jolting sensation at the ipg site. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing a jolting sensation at the ipg site. It was noted that the patient¿s battery was warm and pocket site was visibly red. It was mentioned that the patient¿s bowel and bladder movements were sporadic when the stimulation was turned on. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was experiencing a jolting sensation at the ipg site. Database analysis revealed no anomalies. The patient will undergo an explant procedure.